Event description:
Customer reports, there was an air leak in the system coming from the pt tubing. The clinician determined that the ring on the pt tubing was missing. They could not determine if it was lost (fell off) or was a missing component. No pt injury is reported.